Manufacturer narrative:
(B)(4). Date sent: 01/28/2022.

Manufacturer narrative:
(B)(4) date sent: 02/22/2022 d4: batch # 123a80 h6: component code = electrical and magnetic (g02) device analysis: the product was returned to ethicon endo-surgery cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with the anvil not returned. The device was received with staples still in pockets although the green check mark illuminated upon insertion of the battery. During analysis, the shrouds were removed to inspect stop switch actuator. It was determined that the device required a reset. When the device was reset using a reverse battery, it fired normally. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid resection, the powered circular stapler would not fire. The light illuminated on the display screen however, when the surgeon pulled the trigger to fire, nothing happened, and the display would ¿power down¿. After multiple attempts, surgeon decided to pull the device and open a new one leaving the anvil in place. New device performed as intended and surgery was successfully completed. The surgery was delayed by 5-10 minutes. There were no patient consequences reported by the physician or staff. There was no change in the post-op care or reports of post-op issues.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.